Event description:
A non healthcare professional reported that, four years after intraocular lens implantation surgery, pars plana vitrectomy (ppv) was performed on the right eye due to vitreoretinal traction. During this procedure, a beginning posterior capsule opacification which was subjectively unnoticed was removed. The patient had a clear vision in the right eye. Additional information was received stating that the posterior capsule opacification (pco) was treated on (B)(6) 2019.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.3., b.5. And b.7. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that the patient was diagnosed with pseudoexfoliation (pex).